Event description:
Procedure type: lap gastric bypass. According to the reporter: the device could not be loaded and upon further inspection, it was observed that the needle had broken. A new device was opened and used. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. It is unknown whether the needle fell into the patient's cavity. They attempted to locate the needle and it was not seen so they continued with the case.

Manufacturer narrative:
(B) (4). (B) (4).